Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The devices (a and b) were returned for analysis and upon inspection the jaws were found to be in a yielded condition making the devices non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of these devices that the condition of the jaws may lead to dropping/ejected clips. Due to the condition of the returned devices it could not be determined what may have caused the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there were malformed clips-scissored. No more detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).